Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced coupling and communication issues. The pt has not recharged in over a year. A power on reset and overdischarge occurred. The pt was able to recharge their device to full and was able to read it, but it could not be turned on. An end of service/end of life message was received. Further info is being requested.